Event description:
Boston scientific received information that during a routine device interrogation, the right ventricular (rv) lead shock impedance measurement was noted to be out of when performing commanded shock lead impedance testing. Review of the daily measurements showed normal impedance measurements. Further testing did not show any noise. The lead was reprogrammed rv coil to can with appropriate measurements and the patient was sent home. Three days later the patient presented to the clinic for a follow-up visit. Review of the electrogram (egm) continued to show no noise and the daily measurements were within normal limits. Shocking lead impedance testing did not reveal any out of range measurements. When programmed in triad configuration, the patient was asked to move around during testing it and the impedance measurement did reach 111 ohms once and then returned to 64 ohms. Since the impedance measurement was not out of range, the lead was left programmed in triad configuration. Boston scientific technical services (ts) advised that a 40 ohm difference in impedances was still a concern and that further testing and an x-ray should be considered. The field representative is attempting to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was brought into the clinic for additional testing. During testing no out of range impedance measurements were noted. The device remained programmed in triad configuration and the physician will monitor. The patient has been asked to schedule a follow-up visit in three months. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.